Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated it was unknown/unconfirmed if the symptoms were related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that the patient was scheduled to return to the hospital to see a doctor. It was unknown if the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-16 cf, (B)(4) (for, con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after the surgery, the lungs were infection and the symptoms of skin irritation and body itching were observed. It was also indicated the patient had depression and some of the drugs the patient was treated could not be taken. The patient was preparing to return to the hospital to see a doctor. No further complications were reported as a result of this event.